Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use in one patient of two swan ganz catheters inserted through the right subclavian vein, there was no cardiac output (co) values displayed. A third catheter was used through the introducer already placed, and there were insertion difficulties. The introducer was changed to another one by removing everything and using a new insertion site. After the introducer replacement, the third swan ganz was inserted again, and it worked correctly. There was no allegation of patient injury. The introducer is available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
One hemostasis valve introducer with j-tip guidewire, dilator, contamination shield and 5cc syringe were returned for examination. The reported event of resistance with catheter issue was not confirmed. The two returned catheters from complaint and lab sample of 7.5f catheter passed through the contamination shield, valve housing and sheath without difficulty the entire length. The dilator passed through the valve and sheath body without difficulty. No visible damage to the introducer or the returned components. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.